Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed noise and oversensing that was identified via the patient's remote home monitoring system. It was also noted that pacing impedance measurements of greater than 2000 ohms were noted. It was reported that the patient had sustained a fall prior to these clinical observations. The patient was seen in clinic where isometrics and pocket manipulation was performed; no noise was able to be recreated. Boston scientific technical services recommended performing a chest x-ray. There were no adverse patient effects reported.